Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection; however, fse (field service engineer) has confirmed the reported failure. Based on the results of the investigation, it is likely the following led to the malfunction, a root cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Event description:
It was reported that the video system center exhibited significant resistance when the endoscope was inserted into the light guide insertion port of the otv-si2, preventing it from being inserted fully, and the scope did not fit on the otv-si2. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.